Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker, scratched case, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer's mother stated that the customer's insulin pump alarmed while changing the pump. During trouble shooting, it was discovered that the drive support cap was sticking out. Customer was advised to discontinue use of the pump and that it would have to be replaced. Customer's current blood glucose level was 134 mg/dl. Nothing further was reported.